Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. Visual evaluation found the stent partially deployed and the shaft was kinked at multiple places. Functional evaluation found the shaft bowed during a failed deployment attempt. The stent was successfully deployed by pulling directly the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint, the stent partially deployed. The cause of the damage during analysis was consistent with the application of excessive force and was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex tracheobronchial stent was to be used to treat an approximately 4 cm malignant stricture in the left main bronchus during a bronchoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was deployed by approximately 3cm but could not be deployed any further. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that an ultraflex¿ tracheobronchial stent was to be used to treat an approximately 4 cm malignant stricture in the left main bronchus during a bronchoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was deployed by approximately 3cm but could not be deployed any further. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.